Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: b5, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not¿confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to duplicate allegation, no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope color was off, pink tint. The issue was noted during setup/inspection for use. There were no reports of patient harm.